Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. To address the issue the same getinge service territory manager (stm) that discovered the issue replaced the motor control board and performed compressor output check. The pm was completed and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered a motor control board issue. The motor control board was failing and would not provide proper amperage to the compressor. In addition, the iabp unit displayed log fault codes #77. There was no patient involvement, and no adverse event was reported.